Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, the stapler partially fired. They opened another load to complete the case. There was no patient injury.